Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently left the saline bag connected to the dialysate line during a routine hemodialysis treatment. The saline bag ran dry. Allowing air to enter the circuit. Attempts to remove the air were unsuccessful. Rinseback was not performed due to air in circuit. Resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Facility staff attributed the reported blood loss to user error as the operator inadvertently left the saline bag connected to the dialysate line during treatment. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.